Manufacturer narrative:
The product will not be returned for evaluation as the 8 mm cannula seal was disposed. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the 8 mm cannula seal tore and broke off into the patient and was retrieved. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur and if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the 8 mm cannula seal ring tore, broke off into the patient, and was retrieved. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator indicated that the green fragment from the 8 mm cannula seal broke off and was noticed inside the patient. The surgeon used a regular laparoscopic instrument to retrieve the pieces. No medical intervention was required as the fragments were retrieved, and the robotics coordinator stated the procedure was completed as planned with no patient injury or harm.